Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, it was observed there was an issue with the screen on this trilogy 200 device. There was no reported patient involvement. The manufacturer's service technician recommended replacing the device's liquid crystal display (lcd) to address this issue. No repair was performed. No further investigation is warranted at this time. Additional findings not related to the malfunction/issue were damage to the porting block and base enclosure case, and rubber feet missing on the device. The manufacturer's service technician recommended replacing the rubber enclosure feet, base enclosure assembly, and the universal porting block for this device.